Event description:
The pt has two leads (from the same lot). It was reported the pt had fallen. Afterwards, the pt began receiving inadequate coverage. An impedance check was performed and revealed an invalid contact. Reprogramming provided the pt with adequate coverage. No further complications have been reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.